Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to farfield signal oversensing concerns. Technical services (ts) explained that there was a conducted atrial arrhythmia with a mode switch. Review of a ventricular episode revealed possible myopotential noise with oversensing, however it was noted that the patient's underlying rhythm was observed. This pacemaker remains in service. No adverse patient effects were reported.